Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a stuck tip sleeve in the problem area of the pipetter assembly. The fse replaced the tip clamp and cleaned the tip sleeve. The instrument was inspected, tested without further problem, and returned to service.